Event description:
A patient was undergoing a lead repositioning surgery due to comfort reasons. During the surgery, a lead discontinuity and an abrasion in the insulated tubing were both reportedly identified by the surgeon. Pre-operative and post-operative impedance values were both reportedly within normal limits. The lead was potentially struck with electrocautery during this surgery. This affected the generator's battery, which is reported in MFR. Report # 1644487-2016-02707. The surgeon opted to replace the lead the next day even though diagnostics from the prior day were within normal limits. The lead has been returned to the manufacturer, but analysis has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned portions of the lead. Abraded openings were noted in both the outer and inner tubing of the lead. The abrasions in the inner tubing appeared to be due to the use of an electrocautery tool during explant. A lead coil fracture was also identified on the returned lead portion and scanning electron microscopy of the coil fracture showed that the positive and negative coils were fused, indicating they were struck by electrocautery. No other anomalies were identified.